Manufacturer narrative:
(B)(4). This complaint could not be confirmed. According to text, there was a user error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. There have been no similar cases reported in the past six months. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during drain 3 of 4, the home patient (hp) revealed that the transfer set came loose. The technical service representative (tsr) assisted with resuming therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding loose connection, it was revealed that the issue was resolved. Per nurse, the hp had not made the connection tight enough. Per nurse, there were no defects on the supplies. Per nurse, the hp did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No further information was provided.